Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached. Visual analysis revealed the outer insulation was melted and breached cut. The full lead was returned and analyzed. (B)(4) no anomalies found; it was observed that the helix and guide tooth were bent, damaged at implant; blood on helix. The full lead returned and analzyed.

Event description:
It was reported that the right atrial lead had apparent conductor fracture. The lead was noted to have been unipolarized. The lead was removed and replaced. A lead was received with no information which appeared to be an attempted but not implanted lead. Follow-up will be conducted to determine why the lead was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead had apparent conductor fracture. The lead was noted to have been unipolarized. The lead was removed and replaced. During the implant attempt of the new lead, it was reported that the stylet became kinked in the lead and there was difficulty removing the stylet from the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached. Visual analysis revealed the outer insulation was melted and breached cut. The full lead was returned and analyzed. (B)(4): no anomalies found; it was observed that the helix and guide tooth were bent, damaged at implant; blood on helix. The full lead returned and analzyed. Stylet: no anomalies found, however stylet was bent and damaged at implant.